Event description:
Two discordant results for calcium (ca) were obtained on a dimension vista 500 instrument. The results were low. The customer did not report the initial results. The same samples were rerun manually on the same and on alternate instrument. Results in normal range were obtained and reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
The customer called the siemens technical support center (tsc). The tsc analyzed the instrument data. The cause of the discordant ca results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.